Event description:
Customer reported a past low blood glucose event with the lowest level recorded below 40 mg/dl. Cause was not known. Customer consumed a coke as a treatment action, used a pump with control-iq software activated. Customer was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, which customer understood and acknowledged.